Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow up information identified the patient underwent surgical intervention to remove and replace the lead and electively replaced the ipg to take advantage of new technology. The issue is resolved.

Manufacturer narrative:
(B)(4).

Event description:
The patient is implanted with a scs system that includes two leads from same lot. It was reported the patient experienced a popping sensation and then stimulation changed. X-rays were taken and showed the leads have migrated. Surgical intervention may be pending to address this issue.